Event description:
It was reported that the ambulance was called and the customer was hospitalized due to high blood glucose of 450mg/dl and ketones. Troubleshooting was performed. The customer stated that she felt sick and had frequent urination. It was stated that the customer was put on a perfusor. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.